Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was in the 100's mg/dl while the meter bg reading was approximately 400 mg/dl. Reportedly, the customer also had lowered readings in the 50's mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
B1, b2, b5, h1, h6 removed 2692.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was in the 100's mg/dl while the meter bg reading was in the 50s mg/dl. Customer was admitted to the hospital on (B)(6) for a low blood glucose of 31 mg/dl and was treated intravenously with saline and drank orange juice. Customer was released later the same day with the issue resolved; however, the customer had kidney damage. Customer declined further troubleshooting with tandem technical support.